Manufacturer narrative:
According to the device history record, the devices met specification prior to market release. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the mfg process. Two joined rings were returned for analysis, as well as the jaw assembly. The jaw assembly was visually inspected and no defects were noted. The spring was in place and there were no broken components. The rails and ring surface do not show any defects. The pins look straight and sharp and free of defects. The rails of the ring look parallel, but misaligned as if one ring was seated in the jaw and one ring was not when they were brought together. Device inspection supports the report that the rings were misaligned. The user is instructed in the IFU to inspect the rings prior to bringing the rings together. No functional testing was performed. The rings were returned joined together, misaligned.

Event description:
It was reported that a 2.3mm coupler device did not approximate properly. The coupler did not align correctly, it came in at an angle instead. As the coupler was being closed, the pins did not align with the corresponding holes in the mating ring. The coupler was removed and another coupler was used to complete the anastomosis. The surgery was completed without further incident. There were no pt symptoms or adverse outcomes related to this procedure.